Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased capture threshold and a loss of capture noted on the left ventricular (lv) lead due to a potential micro-dislodgement. The device was reprogrammed to resolve the event and the patient was stable with no consequences.